Event description:
(B)(4). Event occurred in united states. The patient reported, the infusion set after being put into the body the quick release would not lock into place, so he taped it and same thing happened with next set as well and it worked but for his third set he tried to put on but the tape did not stick to his skin. Reportedly, the patient's blood glucose had gone up to 300's mg/dl within first day (6 hours of putting it) of using the first infusion set from the box. The patient also stated that, the infusion set tubing came apart and the detachment occurred at quick release, while he walked around and performed normal activity. No further information available.